Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2019 to abdomen and arms using cooladvantage applicator developed paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
Correction: b5, d1 (brand name), d4-unique device identifier (UDI) for (B)(6), e3, g1 (contact address, office title), h6 [code-c19 to code-c20]. Additional information: a2 (age), a2 (age units), a3b (gender), a4 (weight units), a5 (ethnicity), a6 (race), b3 (date of event), h3-reason device not evaluated by mfg (n/a to no), h6 [g07001 added], h11 (narrative updated), h11 (primary product and concomitant product added). Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. (B)(6): d4 ¿ catalog #: sa16789, d4 ¿ primary UDI number: (B)(4). (B)(6): d4 ¿ catalog #: sa16789, d4 ¿ unique identifier (UDI)#: (B)(4).

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting system on (B)(6) 2019 to abdomen (upper and lower) using cooladvantage core contour applicator and to the arms using cooladvantage coolfit applicator. The arms were treated using cooladvantage coolfit applicator on (B)(6) 2019. The patient developed paradoxical hyperplasia (ph) to the abdomen and arms. On (B)(6) 2024, allergan aesthetics received additional information that the patient was presented with paradoxical hyperplasia reocurrence to the abdomen and arms. Patient had indicated that liposurgery was performed on (B)(6) 2023 [between the inital ph occurrence and ph reoccurrence].